Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with complete heart block. An attempt was made to interrogate the device but was unsuccessful. The device was explanted and replaced the same day. It was noted that a little over a year ago the device had indicated it had a longevity of 6 years remaining. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a large dent in the front upper right corner of the device. It was verified that communication with the device could not be established with a programmer. The device was attempted to be cut open when it was noticed that bloody body fluid was oozing from the device case. It also appeared that the front header anchor pin may have broken off while still implanted, and there was evidence of blood and body fluid around the post hole and on the underside of the header. No further analysis was performed due to the damage and the internal contamination of the device with blood and body fluid.